Event description:
The customer reported two false positive results with the binax now covid-19 ag performed on (B)(6) 2023 using a nasal sample. This manufacturer's report addresses test one (1) of two (2). Repeat testing was performed and generated a positive result. Pcr confirmation testing (platform unknown) was performed on an unknown date and generated a negative result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
FDA UDI - (B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 214351 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000/ lot 214351 and test base part number 195-430h/ lot 212434. The lot met the required release specifications. (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however it could have possibly been related to issues including the specific patient sample. H3 other text : single-use: device discarded.

Manufacturer narrative:
FDA UDI - (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single-use: device discarded.

Event description:
The customer reported two false positive results with the binax now covid-19 ag performed on (B)(6) 2023 using a nasal sample. This manufacturer's report addresses test one (1) of two (2). Repeat testing was performed and generated a positive result. Pcr confirmation testing (platform unknown) was performed on an unknown date and generated a negative result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Event description:
The customer reported two false positive results with the binax now covid-19 ag performed on (B)(6) 2023 using a nasal sample. Repeat testing was performed and generated a positive result. Pcr confirmation testing (platform unknown) was performed on an unknown date and generated a negative result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single-use: device discarded.